Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 365 laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was a lumenis 100 watt holmium laser. According to the complainant, outside of the patient during preparation, the laser fiber was plugged in and no aiming beam was present. The flexiva fiber was not used for the patient and the procedure was completed with a different laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. One flexiva 365 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, indicating that the fiber is broken within the connector. Based on the evaluation of the returned device, the reported event of ¿no aiming beam¿ was confirmed. The issue was first noticed during preparation and occurred outside the patient. Therefore, a review and analysis of all available information indicated that the most probable root cause for the laser fiber broken within the connector is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.